Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump screen was unable to read. The customer¿s blood glucose level was 86 mg/dl. Customer reported that pump fell and sees rainbow across the screen. The customer was assisted with troubleshoot. Customer reported that no scratch on screen but just cannot read display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with partial rainbow display due to cracked lcd glass. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to display anomaly.